Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) and product ID: nim4cpb2, serial/lot #: unknown. Product analysis: patient interface cable (nim4cpb2) no abnormalities were observed in the device during the incoming inspection. Imdrf codes: img g04018, fdd a0908, fdr c19, fdc d20 fdm b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery nim device responds other than the nerves. It was further stated after troubleshooting the issue did not resolve. The procedure was completed with the same device. There was no patient impact.

Manufacturer narrative:
H3: product analysis: nim console (nim4cm01) product analysis stated muting port connection port was damaged. Imdrf codes: img g02017, g04034, fdd a090804, fdr c070603, fdc d02 and fdm b01 product analysis: nim console (nim4cm01) imdrf codes: img g02005, fdd a090804, fdr c19, fdc d20 and fdm b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.